Event description:
It was reported that the device lost image during a procedure.

Manufacturer narrative:
Alleged failure: 1688¿s at account are rebooting multiple times during a case. Cords and signals are fine. Goes through boot up while inside of patient. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device lost image during a procedure.